Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seals. Tearing in the seal is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed leak is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure, a leak occurred. At the start of the procedure a leak was noted at the valve of the introducer. The sheath set was replaced and the procedure was completed with no adverse patient consequences.